Manufacturer narrative:
Complained product will not be not available.

Event description:
One of the heads...broke off the second time it was used- oral-b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that one of the brush heads from a value pack of 4 broke off the second time it was used. No injury was reported. On 4-jun-2025, follow up-based on new information. Consumer has discarded the product, so the type of investigation-product has been added as device discarded. No injury was reported.

Event description:
One of the heads...broke off the second time it was used- oral-b power toothbrush [device breakage] product counterfeit- oral-b [product counterfeit] case narrative: consumer e-mail stated that one of the brush heads from a value pack of 4 broke off the second time it was used. No injury was reported. Follow up- complained product will not be available. 18-september-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product was identified as non-genuine p&g tampon product, it was not manufactured under p&g control.

Event description:
One of the heads broke off the second time it was used- oral-b power toothbrush [device breakage] . Case narrative: consumer e-mail stated that one of the brush heads from a value pack of 4 broke off the second time it was used. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.